Event description:
It was reported that the lead was explanted and replaced due to circular pericardial effusion in front of the right atrium after complicated rv lead implantation. Complicated implantation was due to multiple dislodgement of the guiding catheter as well as necessary repositioning of the rv lead due to poorly transmitted values.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of the stylet used during the surgery. Furthermore, cuts were found into the insulation 17cm and 24cm distal to the df4 connector pin, which most likely resulted from the explantation procedure. A thorough analysis of the lead revealed that the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.